Event description:
It was reported by service report that the height adjustment racks are bent and the stop block is missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - height adjustment racks, stop block.